Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. The plate, except for the one clip, was left in the patient on (B)(6) 2015. Device has not been removed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while implanting a vectra t plate the blocking clip on the plate broke off while inserting the screw. During insertion of the screw, the surgeon took out the original screw because it didn't feel right and then noticed that the clip had pulled off the plate. The surgeon removed the broken clip leaving no pieces inside the screw hole. All pieces were retrieved. The surgeon was not able to implant a screw into that hole so therefore left that hole without a screw. He felt comfortable doing so with the purchase he received from all five other screws. The surgery was successfully completed. No reported surgical delay. No additional information available. This is report 1 of 1 for com-(B)(4).